Event description:
While investigating a (B)(6) male pt's battery charger/modem for an unrelated issue, a reportable problem was discovered. The charger/modem was unable to power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the charger/modem was unable to power up. The cause for the power-up failure was isolated to intermittent bga connections on the flash memory chips. The root cause for the intermittent bga connections could not be positively identified, but the damage likely resulted from excessive strain on the battery charger/modem c/a board. No adverse event resulted from the defective components. The pt received a replacement battery charger/modem.